Manufacturer narrative:
The initial reported event of "inappropriate and/or excessive shocking, fracture or other injury" was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Evaluation summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The initial reported event of "inappropriate and/or excessive shocking, fracture or other injury" was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. The lead was explanted at least in part at some point. No further patient complications have been reported as a result of this event.